Manufacturer narrative:
Product complaint (B)(4). The manufacturing date was not reported on the previous medwatches submitted.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this report: d10, g7, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a transcatheter arterial embolization, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l16257) was used but it was not able to be made a frame as intended. It was replaced with another coil (competitive product) and the procedure was completed. There was no patient injury reported. No additional intervention was required due to the event. The device was used and prepped as per the instructions for use. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The received device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, and the embolic coil was found kinked and slightly stretched. No other damages were observed. Also, the marker band was found at 39cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l16257 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil ¿ positioning difficulty-poor conformability¿ could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. However, the embolic coil was found kinked and slightly stretched and this may be related to the reported complaint, and due to this we can confirm the complaint. The kinked and stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the mre suggest that the failure reported could be related to the manufacturing process. The IFU instructs on proper positioning of the microcoil system. The instructions for use (IFU) warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. Assignment of root cause for the event remains speculative and inconclusive based on the minimal information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking to the embolic coil can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a transcatheter arterial embolization, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l16257) was used but it was not able to be made a frame as intended. It was replaced with another coil (competitive product) and the procedure was completed. There was no patient injury reported. No additional intervention was required due to the event. The device was used and prepped as per the instructions for use. The customer states there is no additional information available.